Event description:
A report was received from (B)(6) stating that an ht70 ventilator experienced a malfunction during patient use. The customer stated that while connected to the alternating current (ac) power a backup battery failure occurred. The patient was manually ventilated and then transferred to another unit. There were no negative patient consequences reported.

Manufacturer narrative:
There is no additional information at this time. (B)(4).